Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the lips with juvéderm® ultra plus. The injector noted ¿blanching,¿ further specified as venous occlusion to the lip, and immediately treated the patient with hyaluronidase. The next day, patient was seen again in the office to be monitored.